Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure of error 23021 during calibration. The opto button assemblies will be replaced as a fix.. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). A site complaint history review was performed and no other complaints were found for the product. No image or video was provided for review. System logs were reviewed during the initial troubleshooting with the customer. The customer-reported error was confirmed. This complaint is considered a reportable malfunction due to the following conclusion: the customer reported error 23021 on the system and, although troubleshooting was exhausted, the issue was not resolved. The customer completed the procedure by using a different console. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a convert/abort. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the customer received error 23021 on the system. The customer contacted technical support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the presence of error 23021, indicating master tool manipulator (mtm) button outputs were saturated. The tse suggested that the customer power down the console and exercise the mtm buttons. Upon power up, the system immediately presented the same fault again. The customer disconnected the surgeon side console (ssc) and used a second ssc to complete the procedure. There was no patient injury as a result of the issue. Isi followed up with the customer and obtained the following additional information on 16-july-2021. It was confirmed that the system was in a dual console setup, but the second ssc was only being used for observation. The second ssc was used to complete the procedure with no other issues. No further details were available.